Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are two previous complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open, and unused samples with the needle detached from the thread, and the thread is still wound on the package. Without any closed sample, we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous complaints of this code-batch regarding the same issue and the defective samples received, we consider that the complaint to be confirmed. Reviewed the batch manufacturing record, there are no incidences related to this issue, and the results during the process fulfil usp/ep, and b. Braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open, and unused samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective, or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle is detached from the thread when opening the package in two units. The event occurred prior to use, there is no patient involvement.